Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became cracked due to the customer falling down the stairs and landing on the pump. Customer stated that half the screen is black and half of it is pixilated and customer cannot access pump features. The customer's blood glucose (bg) was 147 mg/dl. Reportedly, customer would obtain back supplies for insulin therapy. Customer declined follow-up with tandem customer technical support to ensure back-up therapy was obtained.